Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The investigation is ongoing. If additional information becomes available this medical device report will be supplemented accordingly.

Event description:
During a large intestine case, the air supply and water supply completely stopped. Completed the procedure by replacing the scope. No health hazards to patients due to this malfunction.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for physical evaluation, however. A field service engineer (fse) confirmed that the nozzle had been clogged. The air and water could not be supplied and the blood was slowly coming out of the nozzle due to pressure. The fse believed that the blood may have been clotted causing the clog. As the nozzle was not disassembled, it could not be determined if the nozzle was clogged with different material. The fse reported that the user facility was performing reprocessing appropriately a review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation could not determine a cause of the clogged nozzle as the foreign material could not be identified and the customer was found to be reprocessing appropriately. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the air and water supply of the evis lucera elite colonovideoscope had stopped during a large intestine case. The procedure was completed by replacing the scope. It was reported that blood was oozing out from the nozzle when sending air/water with a syringe after use. This medical device report (MDR) is being submitted to capture the reportable malfunction the blood oozing out from the nozzle.